Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. There was inquiry if this device, implanted nearly 13 years ago, had been earlier explanted and replaced with another manufacturer's device.

Manufacturer narrative:
It was later reported that this patient was in the intensive care unit (ICU) for other health complications. The physician has elected to wait to implant a new device until this patient's condition improves. However, this patient had to be externally defibrillated multiple times in the ICU. Should additional information become available, this event will be updated.